Event description:
An endurant ii stent graft system were implanted for the emergent endovascular treatment of a 8 cm in diameter abdominal aortic rupture. It was reported that a proximal type 1 endoleak was present in the juxtarenal neck in conjunction with renal failure. There was a severe anterior angle that existed at the contralateral gate, extending to the limb, which appeared to have caused an aorta enteric erosion that in turn eroded into the proximal jejunum (middle section of the small intestine). The physician also stated that the right renal artery was covered. The physician decided to intervene and explanted the devices and another manufacturer¿s device was successfully implanted. No clinical sequelae were reported and the patient is fine. Film review analysis; review of films 8 months post-implant revealed that the endurant bifurcate was positioned approximately 5mm below the left renal. Irregular thrombus was seen near the level of the sma. The right renal artery appeared to have restricted flow from the aorta and the right kidney was atrophic. It could not be confirmed if the stent graft was possibly covering the right renal artery. The proximal stent graft od is 29mm; not currently oversized to the aortic wall. Contrast was seen outside the stent graft from a probable type I endoleak on the posterior side. The endoleak was near the level of the stent graft proximal margin extending proximally to the suprarenal stents and distally to the level of the 2nd bifurcate covered stent. The maximum flow lumen diameter near the proximal stent graft was approximately 3.5cm. The ipsi limb was placed into the left common iliac artery, and the contra limb crossed over the ipsi limb and landed in the right common iliac artery. The limbs were patent. The aortic body/proximal neck was essentially straight, and the contra limb within the gate was angulated anteriorly 25deg to the aortic body. The contra limb was seen in close contact with the anterior wall of the aaa. The exact cause of the reported aorto-enteric fistula could not be determined from the im ages provided, but it is possible that the acutely anteriorly angulated contra limb may have contributed. Pre-implant and earlier post-implant images were not provided. The exact cause of the endoleak is unknown, but may be due to disease progression of the juxtarenal aneurysm.

Manufacturer narrative:
(B)(4). Evaluation conclusion: off-label (implanting for a preoperative rupture).